Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). - bai final assessment - DHR review no deviation verification of manufacturing and testing procedures product was manufactured and released following acceptable testing in accordance with product procedures / work instructions. Verification of reserve samples no deviation found sample investigation one empty used empty bag was received back without original packaging. Under visual inspection it was detected a black pen hand made circle, on the plastic film of the bag. This was maybe done by the user to highlighted position of the claimed a defect. Indeed, into the circle a "fish eye" was seen. These are surface defect that results from unmelted plastic material; this are made of the same material of the bag, are not movable and do not compromise the tightens of the plastic film. Although this kind of issue can be considered as a merely aesthetical defect, the operator in charge for the in process, controls should have recognized this and scrapped. Anyway, it has to be underlined that this is the first case of such kind received over the last two years monitoring. Measure production department has been informed about the right assembly and in process controls procedure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: (B)(6) from (B)(6) called to report a small mark on the inner side of the bag towards the bottom.